Manufacturer narrative:
Pump was received with normal operating currents and no unexpected off no power or low battery alarm noted. Unit passed functional testings including displacement test, rewind, basic occlusion, occlusion,prime/a33 and no delivery tests. Unit had cracked reservoir tube window, cracked reservoir tube lip, minor scratched lcd window, cracked battery tube threads and cracked belt clip slot at battery tube threads area. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4).

Event description:
Customer reported a crack on her insulin pump. The customer stated the crack was by the reservoir window, extending down. The customer was unsure how the damage had occurred. The customer was advised to disconnect from the insulin pump and revert to a back-up plan. The customer also reported a hospitalization event for high blood glucose. Date of hospitalization was (B)(6) 2011. The customer stated she was hospitalized for diabetes ketoacidosis. The customer also reported drinking before her hospitalization. Customer stated she was sent to the intensive care unit and given an IV and insulin drip. Customer's blood glucose was 200 mg/dl at the time of the call. No additional information provided.